Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 89 mg/dl and went into a diabetic coma. The customer stated that they were not wearing their insulin pump because their care giver was out of town. The customer was treated for the low blood glucose with food. The customer did not troubleshoot and did not send the product back for analysis.